Manufacturer narrative:
The device was not returned for analysis and the complaint of difficulty charging the ipg could not be confirmed. Record review could not be completed as the device serial number was not provided. A probable root cause cannot definitively be determined; however, this is a known inherent risk of the device.

Event description:
It was reported that the patient was not able to fully recharge the ipg despite multiple attempts to charge. The patient then underwent a revision procedure to have the implanted battery replaced, and is doing well post-operatively.